Event description:
It was reported to philips that while performing preventative maintenance on the device, it was discovered that the energy output was low. When the unit was charged to 150j the output was reading 130j. There was no reported patient or user involvement and no adverse patient/user impact.